Event description:
Pt has several yrs hx of right breast pain and firmness. MRI suggests capsule rupture. Removal of silicone implant which was placed in 1983 due to congenital breast asymmetry with prior right subglandular augmentation with mastopexy.